Manufacturer narrative:
Additional product codes include dyg catheter, flow directed. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record was not performed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a patient this swan-ganz cco catheter had leakage and the leaked fluid was found to have accumulated inside the contamination shield. No additional treatment was required. Details regarding leaked fluid (saline or medication) or leaked location were unable to be confirmed. There was no allegation of patient injury. The device will be available for evaluation.